Event description:
It was reported by a company rep that a physician's handheld computer would freeze during interrogation of vns pts. Moreover, the company rep indicated that troubleshooting did not resolve the issue. At the moment, good faith attempts to obtain the reported handheld returned to the MFR have been unsuccessful to date.